Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their implanted neurostimulation was losing charge much faster than usual. Patient stated that normally they would charge their implant about once a week, but the first time they went to charge the implant in the middle of last week, the ins took forever to start accepting a charge and then took them 2 days to get the implant to 70%, then the next day went back down to 40%. Yesterday they got charged to 100% and today was already down to 70%. Patient service specialist asked, patient said they hadn't made any adjustments to their settings and didn't know how to. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue; patient mentioned that they had severe leg cramps and a lot of difficulty moving around. Pt mentioned in mid-may, dr. Lewis had to repair their t-11 disc in their back and their spine problems just went away, but then the leg problem started. Agent noted they should mentioned that upon their reprogramming appointment to see if a rep can get coverage to help their leg pain as well.